Event description:
The following information was reported to gore: on (B)(6) 2016, the patient underwent endovascular treatment using gore® excluder® aaa endoprostheses (aaa) for an abdominal aortic aneurysm. The proximal device was non-gore device, and aaa devices were placed as bilateral limbs. Reportedly, the regular examinations were carried out after the initial procedure. On (B)(6) 2022, the patient presented with an unconfirmed etiology and underwent reintervention. On the right side, the internal iliac artery was embolized, and an additional stent graft was deployed over the external iliac artery. On the left side, gore® excluder® iliac branch endoprostheses were deployed. Further information was requested but no further information will be made available. Reportedly, a distal type 1 endoleak was suspected but not confirmed.